Event description:
On the eleventh firing the staples did not form. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
H4: info anticipated, but unavailable at this time. 510(k) number is k05102.